Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported "abnormal energy delivery" message when attempting to shock.  Physio observed that the device was able to charge and shock without any discrepancies.  Physio did confirm that the device failed the user test and had logged an event code in its memory.  Physio then cleared the device's memory, which cleared the event code, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to perform a 50 joule shock into their device's paddle wells during a user test it gave an "abnormal energy delivery" message.  Furthermore, the user test failed and a service indicator appeared.  An "abnormal energy delivery" message can indicate that adequate defibrillation was not delivered. There was no patient use associated with the reported event.  No further details were provided.